Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Correction: a2, b2 additional information: b5, b7, d6, d7, d11, h6--patient code. H6 ¿ patient code: 3191 [no code available]- coils surgically removed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per medical records received (B)(6) 2021: on (B)(6) 2017, the patient presented for a bilateral gonadal vein embolization procedure to treat pelvic congestion syndrome. Monitored conscious sedation was performed and standard procedural preparation steps were conducted. Access to the right internal jugular vein was achieved using a micropuncture needle under sonographic guidance. Patency of the vessel was confirmed and seldinger technique was utilized to place a vascular sheath into the vena cava. An h1 catheter was used to select the left gonadal vein and a venogram was performed. The venogram revealed a "frankly incompetent massively enlarged left gonadal vein which fills a network of very large pelvic varices which cross midline and drain via iliac vessels." The pelvic varices were embolized using a mixture of gelfoam contrast and sotradecol. Next, the left gonadal vein was embolized with multiple nester coils. The catheter was withdrawn into the proximal gonadal vein and a postembolization venogram revealed stasis. The catheter was withdrawn further and repositioned in the right canal vein. A venogram was performed and showed "frankly incompetent right gonadal vein filling same network of enlarged pelvic varices from the right side." The right gonadal vein was embolized with multiple nester coils. Postembolization venogram revealed stasis. The procedure was completed and the impression was successful embolization of pelvic varices and bilateral gonadal veins. Some time between (B)(6) 2017 and (B)(6) 2019, the patient underwent a retrograde marcaine instillation test in her left kidney and experienced complete resolution of her symptoms. As a results, she was offered an auto-transplantation of her left kidney in an attempt to resolve her chronic pain issues. On (B)(6) 2019, the patient underwent a kidney autotransplant in which her coils were also removed. The laparoscopic left nephroureterectomy was reportedly "at least 100% more difficult than the average laparoscopic nephroureterectomy due to her previous gonadal vein coilings." There was "dense, chronic scarring/adhesions and inflammatory tissue involving the renal arteries, vein, renal pelvis, ureter to the level of the bladder, thrombosed gonadal vein due to prior coiling procedure, and renal parenchyma." Due to the extensive lysis of adhesions, this required "at least 2 hours longer operative time to complete this portion of the operation successfully." The left kidney autograft was then transplanted into the right iliac fossa. A ureterotomy with ureteral implant and open ureteral stent placement was then conducted. Finally, the "thrombosed and densely adhered bilateral gonadal veins and coils" were successfully removed. Per procedural report, "the coils abutted both ovaries bilaterally and extended into some pelvic varices on the right. The gonadal veins were carefully dissected free to leave the ovarian arteries in tact. This was confirmed with a pen doppler. Once removed, hemostasis was ensured. The ovaries were healthy and viable. Given the potential for ovarian torsion given the amount of dissection required to remove the coils, [the physician] then performed a bilateral ovarian transposition and pexy to the pelvic sidewall with vicry1." The excised portion of the ureter and the entire gonadal vein and its coils were sent to pathology. The patient was ultimately awakened from anesthesia and taken to the pacu in a stable condition.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: a law firm reported an incident involving nester platinum embolization coils. On or around (B)(6) 2017, the patient had a varicocele embolization procedure. During the procedure, the patient had nester embolization coils implanted. The coils are from unknown lot numbers. Shortly after the procedure, the patient experienced multiple health issues including compressive symptoms and clotting. The patient had pre-existing conditions of pelvic pain. A review of the instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device was conducted during the investigation. The complainant did not return the complaint device to cook for investigation. Due to this, no dimensional, visual, or functional verifications could be completed. There is no evidence that the device was manufactured out of specification. Additionally, a document based investigation evaluation was performed. The risks associated with these devices are acceptable when weighed against the benefits. Sufficient inspection activities are in place to identify potentially related failure modes prior to distribution. A review of the device history record (DHR) could not be completed due to lack of lot information. However, cook was informed of facilities involved in the case. A global sales shipment report was conducted from 01mar2014 through 31mar2017 for nester coils. Cook was unable to narrow down the lot this complaint pertains to. There is no evidence suggesting nonconforming product exists in house or in the field. The product labeling was reviewed. The product IFU provides the following information to the user related to the reported failure mode: device description: "nester embolization coils are made of platinum with spaced synthetic fibers, and are supplied preloaded in a loading cartridge. They are designed to be delivered to the target vessel using a soft, straight wire guide through a standard angiographic catheter." Warnings: "positioning of the embolization coils should be done with particular care. Coils should not be left too close to the inlets of arteries and should be intermeshed with previously placed coils if possible. A minimal but sufficient arterial blood flow should remain to hold the coils against the previously placed coils until a solid clot ensures permanent fixation. The purpose of these suggestions is to minimize the possibility of loose coils becoming dislodged and obstruction a normal and essential arterial channel." Instructions for use: "perform a final angiogram to confirm the coil position within the target vessel." How supplied: "supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred." A review of the design history file (dhf) showed that biocompatibility testing of nester coils has been completed as described in iso standards. A definitive conclusion could not be determined as to why the patient experienced an adverse physiological response. Findings of this investigation revealed no evidence to suggest the device was manufactured out of specification. Based on the information provided, no returned product, and the results of the investigation, the investigation conclusion for this complaint is cause traced to the patient for an adverse physiological response. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Date of event: unknown. Reporter occupation: esquire. Initial reporter also sent report to FDA: unknown. PMA/510(k) #: preamendment or k153778. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, a (B)(6)-year-old female patient had been experiencing pelvic pain. On or about (B)(6) 2017, the patient elected to undergo a varicocele embolization procedure. During the procedure, nester embolization coils were implanted. It was reported that shortly after the procedure, the patient allegedly experienced a litany of health issues including: compressive symptoms and clotting. The coils still remain in place, but the patient is planning on having the coils removed at the advice of her physicians. No other adverse events were reported. No additional information is available at this time.